Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device had not declared the elective replacement indicator (eri). Rather, end of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eol was reached earlier than expected due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) declared end of life with a voltage of 2.56 and charge times of 33 seconds. The patient was scheduled for a change-out. No adverse patient effects were reported.

Manufacturer narrative:
Information suggests this device remains in-service. Investigation is complete to date. Should additional information become available this event will be updated.

Manufacturer narrative:
The device was later explanted for normal battery depletion.